Manufacturer narrative:
Eval summary: the instrument was returned with the seam of the body separated and the cartridge cover tabs cracked. The plastic was noted to be brittle. No functional tests could be performed due to the returned condition of the instrument. No conclusion could be reached as to what may have caused the damage to the instrument. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported during a hepatectomy, the device jammed. There was no adverse patient consequence.